Manufacturer narrative:
(B)(4). The device was not returned for analysis, so the leaking was unable to be confirmed. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Event description:
It was reported that an armada dilatation catheter was advanced to an unspecified peripheral artery without reported issue. During initial inflation, at nominal pressure, leaking at the hub was noted. The device was removed without reported issue. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.